Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d4, d9, h3, h4, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Additional observations: ¿ crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "damaged shell." Device has been replaced.